Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right essure coil migrated out of the fallopian tube/was in belly"), embedded device ("migration of essure device location of device:uterus wall and other was unsure"), device expulsion ("migration of essure device location of device:uterus wall and other was unsure") and menorrhagia ("heavier, longer menstrual cycles / abnormal bleeding (menorrhagia)") in a 31-year-old female patient who had essure (batch no. 871974) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression (therapist care was provided for depression), live birth (p1), menses irregular with excessive bleeding and hypertension. Concurrent conditions included uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo-provera) from 2012 to 2014 for genital hemorrhage and cramp in lower abdomen. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("cramping pelvic pains / pain"), 1 day after insertion of essure. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("menstrual cycles that were usually painful / dysmenorrhea (cramping),"). In (B)(6) 2012, the patient experienced abdominal pain ("abdominal pains"). On (B)(6) 2014, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). The patient was treated with surgery ((B)(6) 2014: right device removed, (B)(6) 2014: left device removed. Tubal ligation and ablation, d&c). Essure was removed in 2015. At the time of the report, the device dislocation, embedded device and device expulsion outcome was unknown, the menorrhagia, vaginal haemorrhage and dysmenorrhoea was resolving and the pelvic pain, abdominal pain and back pain had not resolved. The reporter considered abdominal pain, back pain, device dislocation, device expulsion, dysmenorrhoea, embedded device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: essure was removed from belly in 2013 and fallopian tubes were removed and burned in 2015. Date(s) of removal: (B)(6) 2014: right device removed. (B)(6) 2014: left device removed. Other (please specify) - tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion (coils were placed properly); on (B)(6) 2012: unremarkable endometrial cavity. No contrast is seen extending into the right or left fallopian tubes. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 8-mar-2019: pfs received. Lot number were added. Outcome of vaginal haemorrhage , dysmenorrhoea, menorrhagia updated to recovering / resolving. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 19-may-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012 for permanent sterilization. Three months after the implant, the plaintiff underwent the hysterosalpingogram confirmation procedure, which confirmed occlusion. On or about (B)(6) 2012, the plaintiff started to experience cramping pelvic and abdominal pains, as well as heavier, longer menstrual cycles that were usually painful. She went back to her health care provider to discuss the issues, however, no attention was given to the essure coils by medical staff. She visited the same facility several times over the next couple years with the same complaints, and at no point did medical staff turn their attention to the essure coils. On or about (B)(6) 2014, her physician discovered that the right essure coil migrated out of the fallopian tube, and would need to be removed. On or about (B)(6) 2014, the plaintiff underwent a laparoscopic removal of the right coil, with the left coil remaining in place. She continues to experience increasingly heavy menstrual cycles accompanied by cramping pain, and as a result, she is exploring her options of having the left coil removed. Follow up information received on 07-jun-2016: quality-safety evaluation of product technical complaint (ptc): this adverse event report is related to a ptc (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and the right essure coil migrated out of the fallopian tube. She underwent a laparoscopic removal of the right coil, approximately two and a half years after essure insertion. This event is listed in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes. In the present case the exact date and mechanism of the event was not reported. Hysterosalpingogram performed three months after insertion confirmed occlusion. The device migration was diagnosed approximately 2 and a half years after essure insertion. Given the nature of this event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure coil migrated out of the fallopian tube/was in belly'), embedded device ('migration of essure device location of device:uterus wall and other was unsure'), device expulsion ('migration of essure device location of device:uterus wall and other was unsure') and heavy menstrual bleeding ('heavier, longer menstrual cycles / abnormal bleeding (menorrhagia)') in a 31-year-old female patient who had essure (batch no. 871974) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression (therapist care was provided for depression), live birth (p1), menses irregular with excessive bleeding and hypertension. Concurrent conditions included abnormal uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo-provera) from 2012 to 2014 for genital hemorrhage and cramp in lower abdomen. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("cramping pelvic pains / pain"), 1 day after insertion of essure. On (B)(6) 2012, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("menstrual cycles that were usually painful / dysmenorrhea (cramping),"). In (B)(6) 2012, the patient experienced abdominal pain ("abdominal pains"). On (B)(6) 2014, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). The patient was treated with surgery ((B)(6) 2014: right device removed, (B)(6) 2014: left device removed. Tubal ligation and ablation, d&c). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, embedded device and device expulsion outcome was unknown, the heavy menstrual bleeding, vaginal haemorrhage and dysmenorrhoea was resolving and the pelvic pain, abdominal pain and back pain had not resolved. The reporter considered abdominal pain, back pain, device dislocation, device expulsion, dysmenorrhoea, embedded device, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: essure was removed from belly in 2013 and fallopian tubes were removed and burned in 2015. Date(s) of removal: (B)(6) 2014: right device removed. (B)(6) 2014: left device removed. Other (please specify) - tubal ligation discrepancy noted in date(s) of insertion: (B)(6) 2012 and date(s) of removal: (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion (coils were placed properly); on (B)(6) 2012: unremarkable endometiual cavity. No contrast is seen ex1ending into 1he right or leftfalwpian tubes.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Mr received: reporter was added, no new clinically significant information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right essure coil migrated out of the fallopian tube/was in belly"), embedded device ("migration of essure device location of device:uterus wall and other was unsure"), device expulsion ("migration of essure device location of device:uterus wall and other was unsure") and menorrhagia ("heavier, longer menstrual cycles / abnormal bleeding (menorrhagia)") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression (therapist care was provided for depression) and live birth (p1). Concomitant products included medroxyprogesterone acetate (depo-provera) from 2012 to 2014 for genital hemorrhage and cramp in lower abdomen. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("cramping pelvic pains / pain"), 1 day after insertion of essure. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("menstrual cycles that were usually painful / dysmenorrhea (cramping),"). In august 2012, the patient experienced abdominal pain ("abdominal pains"). In 2013, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). The patient was treated with surgery (surgery to remove essure - fallopian tube removed in 2015, surgery to remove essure - fallopian tube removed in 2015, surgery to remove essure - removed in 2013 and ablation). Essure was removed in 2015. At the time of the report, the device dislocation, embedded device and device expulsion outcome was unknown and the menorrhagia, pelvic pain, abdominal pain, back pain, vaginal haemorrhage and dysmenorrhoea had not resolved. The reporter considered abdominal pain, back pain, device dislocation, device expulsion, dysmenorrhoea, embedded device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure was removed from belly in 2013 and fallopian tubes were removed and burned in 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in april 2012: total bilateral occlusion (coils were placed properly). Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 30-nov-2018: pfs received - new events : abnormal bleeding (vaginal), lower back pain, migration of essure device location of device:uterus wall and other was unsure were added. Severity added for the events lower back pain and abdominal pain. Indication updated for essure and added for depo provera. Lab data was added. Product explant date was added. Reporter's comment was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right essure coil migrated out of the fallopian tube/was in belly"), embedded device ("migration of essure device location of device:uterus wall and other was unsure"), device expulsion ("migration of essure device location of device:uterus wall and other was unsure") and menorrhagia ("heavier, longer menstrual cycles / abnormal bleeding (menorrhagia)") in a 31-year-old female patient who had essure (batch no. 871974) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression (therapist care was provided for depression), live birth (p1), menses irregular with excessive bleeding and hypertension. Concurrent conditions included uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo-provera) from 2012 to 2014 for genital hemorrhage and cramp in lower abdomen. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("cramping pelvic pains / pain"), 1 day after insertion of essure. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("menstrual cycles that were usually painful / dysmenorrhea (cramping),"). In (B)(6) 2012, the patient experienced abdominal pain ("abdominal pains"). On (B)(6) 2014, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). The patient was treated with surgery ((B)(6) 2014: right device removed, (B)(6) 2014: left device removed. Tubal ligation and ablation, d&c). Essure was removed in 2015. At the time of the report, the device dislocation, embedded device and device expulsion outcome was unknown, the menorrhagia, vaginal haemorrhage and dysmenorrhoea was resolving and the pelvic pain, abdominal pain and back pain had not resolved. The reporter considered abdominal pain, back pain, device dislocation, device expulsion, dysmenorrhoea, embedded device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: essure was removed from belly in 2013 and fallopian tubes were removed and burned in 2015. Date(s) of removal: (B)(6) 2014: right device removed. (B)(6) 2014: left device removed. Other (please specify) - tubal ligation diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion (coils were placed properly); on (B)(6) 2012: unremarkable endometiual cavity. No contrast is seen ex1ending into 1he right or leftfalwpian tubes.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2019: quality-safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs